Event description:
It was reported that the cage collapsed; rep will be getting additional information from the surgeon.

Manufacturer narrative:
Method: risk assesment. Result: the reported event of loss of height of the cage cannot be confirmed. The device is still implanted and is not available for evaluation. Conclusion: failure of the implant could not be confirmed conclusively therefore a plausible root cause could not be identified.

Event description:
It was reported that the cage collapsed; rep will be getting additional information from the surgeon.